Event description:
It was reported that during left-eye cataract surgery, the surgeon stated that the preloaded multifocal intraocular lens (iol), model drn00v, deployed prematurely, resulting in partial placement in the patient¿s eye. The lens was removed. The surgeon indicated that the lens was faulty and would be returned to the company. No additional information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information requested but not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section h3:the device was not returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.